Event description:
During a percutaneous nephrolithotomy procedure approximately half way into the procedure, the ultrasonic lithotripter overheated and stopped working. The patient was discharged the next day. The second surgery was completed 6 days later. There was an incident report made by the facility. There were no consequences to patient.

Manufacturer narrative:
Date received by manufacturer 3/15/07 was the first day that richard wolf sales representative informed richard wolf of the incident. End user only notified richard wolf sales representative. On 3/21/07 end user upon request faxed medwatch report to richard wolf. Evaluation summary: ultrasound lithotripsy generator. The device was tested for functional or electrical problems. The device performed to specification. The device was returned to the facility for use. Cause of event: unknown.